Event description:
It was reported that the power cord and interconnect cable on the 9800 system were damaged. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.